Event description:
It was reported that a nephromax nephrostomy balloon catheter device was used during a procedure. During the procedure, the tip of the device was bent and squashed which could cause damage to the kidney.

Manufacturer narrative:
H6: device code a040609 captures the reportable event of tip bent.